Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite documented attempts to obtain the required information. If the user facility returns the instrument at a future date and provides additional information, a follow up MDR will be filed. This product is used for treatment, and not for diagnosis.

Manufacturer narrative:
The following information is a supplemental for MDR 96800837-2011-00002 submitted (B)(6) 2011. Medtronic xomed instruments submitted an EU vigilance report on (B)(6) 2011 where the reporting hospital stated: [based on analysis of the event, event may be due to electrical short or current dispersion of the instrument. A test was performed duplicating the configuration used during the procedure (electrosurgical knife with instruments) in the hospital laboratory. The test indicated a radiofrequency current dispersion.] The product was received and inspected by medtronic xomed instruments. A visual inspection showed that the distal insulation tip has a crack near the connection to the 5mm insulation tube. The crack represents a break in the electrical continuity of the instrument insulation. The root cause is indeterminate.

Event description:
During a laparoscopy procedure on the patient's lower esophagus, part of the electric insulation on the cauterizing instrument was found damaged exposing the inner metal surface. The lack of insulation caused an esophagus burn of several centimeters in length, which was not noticed by the surgeons during the procedure. Over the next few days the patient had two additional procedures to treat the esophagus burn. The patient's current condition is fine.